Event description:
It was reported that oxygen saturation (svo2) readings were showing dashes. The failure occurred during treatment. The customer attempted to recalibrate the probe, which worked for a time and then the issues would return. In addition during inspection of the device the getinge field service technician identified that the venous pressure reading were lower than expected or showing dashes ¿---¿. The failure ¿no svo2 readings¿ is not reportable and the failure ¿no venous pressure reading¿ is reportable. No harm to any person has been reported. Complaint: ID: (B)(4).

Manufacturer narrative:
It was reported that oxygen saturation (svo2) readings were showing dashes. The failure occurred during treatment. The customer attempted to recalibrate the probe, which worked for a time and then the issues would return. In addition during inspection of the device the getinge field service technician identified that the venous pressure reading were lower than expected or showing dashes ¿---¿. The failure ¿no svo2 readings¿ is not reportable and the failure ¿no venous pressure reading¿ is reportable. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-20, 2023-02-22 and 2023-02-23. The failure no oxygen saturation values could not be replicated. The venous probe and the venous probe cable were replaced as a precautionary measure. The failure no venous pressure reading could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file review on 2023-02-27 for the event date 2023-01-30 does not show any malfunction of the cardiohelp. The failure ¿no svo2 readings¿ could not be replicated and therefore no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong measurement values caused by sediments in the disposable - light influences - blood light spectrum differences - response time is too long another probable root cause is that venous probe was swapped. Venous probes are adapted to a specific cardiohelp and are not supposed to be swapped. The failure ¿no venous pressure reading¿ could not be replicated and therefore no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up). Disturbed (emi) pressure sensor . Response time is too long. Too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The device was manufactured on 2022-02-10. The device history record (DHR) of the cardiohelp was reviewed on 2023-02-27. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failures. Based on the results the reported failures "oxygen saturation (svo2) readings were showing dashes" and "venous pressure reading were lower than expected or showing dashes "could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issues and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issues is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the venous pressure reading were lower than expected or showing dashes ¿---¿. The instance of time was not provided. No harm to any person has been reported. Complaint ID: (B)(4).